Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the impedance measured over 10,000 ohms on electrodes 1, 2, and 3 with impedance within the reference area at electrode 0, which was in use. The cause of the issue was unknown. Additional information was received indicating the stimulation was on an electrode with ok impedance to resolve the issue.